Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): it was reported that mesh was implanted along with a hysterectomy due to menorrhagia, fibroid uterus and stress urinary incontinence. Following implantation the patient experienced pain, dyspareunia and other nonspecified outcomes. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced decreased libido, vaginal dryness, vulvovaginal atrophy, and burning with sexual activity.

Event description:
It was reported that following insertion the patient experienced decreased libido, vaginal dryness, vulvovaginal atrophy, and burning with sexual activity.